Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external devices displayed "end of service message". Reportedly, ipg was did not have enough battery capacity to provide therapy. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information identified that troubleshooting was undertaken to no avail and ipg was confirmed inoperable.